Event description:
An aneurx stent graft system was implanted into a pt for the endovascular treatment of an abdominal aortic aneurysm approx four years ago. Medtronic received a copy of the voluntary medwatch form with the following info: aneurysm and vessel morphology were not reported. It was reported that the pt subsequently developed a large type 1 endoleak at the proximal aortic neck. This required urgent repair to prevent the aneurysm from rupturing. The pt required the use of another MFR's proximal aortic cuff and palmaz stent to correct the type 1 endoleak. This was successful and the pt was discharged one day later. The device is not available for return for eval.

Manufacturer narrative:
Secondary intervention - eval results: (endoleak).